Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that severely ill patients (sofa score in the range of 14 pts) showed a poorer performance due to severe clogging of the dialyzer. The clogging led to technical malfunctions of the multifiltratepro machine (emptying of the heating bag during treatment) and serious changes in the patient's blood values (bicarbonate and sodium levels in abga). The negative changes in blood values made it necessary to replace the kit. The phenomenon usually occurred within the first 16 hours of treatment. The complaint device was confirmed to be discarded and not available to be returned for physical evaluation. Further patient information, including the number of patients involved, diagnoses, indication for chronic kidney renal therapy (ckrt), treatment parameters, machine data, parallel treatments/medications, and blood chemistry are not available.

Event description:
Additional information was revealed during review of the final manufacturer incident report (mir). It was found the local fresenius medical care organization received a report stating this patient, suffering from a covid-19 viral infection, acute respiratory distress syndrome (ards) with a pneumococcal infection, developed acute kidney injury (aki) that required continuous venovenous hemodialysis (cvvhd) using the multifiltratepro and ultraflux av 1000s. The cvvhd treatment was successful for 5 days. After 5 days, severe alkalosis and hypernatremia developed with bicarbonate (hco3-) levels presenting 41.8 mmol/l and serum sodium (na+) levels of 156 meq/l respectively. There was a suspicion this event was due to clogging within the hemofilter. The patient's estimated blood loss volume due to the suspected clogging was unknown. Additionally, there was an incident of technical failure of the multifiltratepro demonstrated by difficulty filling the heating bag during an attempt to normalize the patient in continuous venovenous hemodiafiltration (cvvhdf) mode. Due to the suspected clogging, multiple kit exchanges were attempted in accordance with therapy recommendations. Subsequently, the hypernatremia and metabolic alkalosis were reduced in severity, but not resolved (exact values of hco3- and na+ not reported). The patient continued in cvvhd mode using the emic2, a more open-porous hemofilter. Due to persistent metabolic alkalosis and potentially harmful fluctuations in serum sodium, the patient was placed on a baxter crrt machine using a baxter hemofilter (not fresenius products) five days after the initial clogging event. Following this exchange, blood serum values returned to acceptable values. It was noted the patient had hypernatremia at the initiation of the crrt treatment.

Manufacturer narrative:
Correction: d3, g1 plant investigation: the sample was not returned to the manufacturer for evaluation. A review of the device history record (DHR) was performed. Since the lot number for the device was unknown, all possible batches were reviewed. During the review, there was no indication for any relationship with the reported failure mode. All released products were found to be conforming to specifications. The manufacturer could not perform any further analysis because the complaint device was not available, and no supporting photos were provided. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. As the complaint sample was not available for evaluation and machine files were not provided for review, the root cause of the dialyzer clogging could not be confirmed.

Event description:
Additional information was revealed during review of the final manufacturer incident report (mir). It was found the local fresenius medical care organization received a report stating this patient, suffering from a covid-19 viral infection, acute respiratory distress syndrome (ards) with a pneumococcal infection, developed acute kidney injury (aki) that required continuous venovenous hemodialysis (cvvhd) using the multifiltratepro and ultraflux av 1000s. The cvvhd treatment was successful for 5 days. After 5 days, severe alkalosis and hypernatremia developed with bicarbonate (hco3-) levels presenting 41.8 mmol/l and serum sodium (na+) levels of 156 meq/l respectively. There was a suspicion this event was due to clogging within the hemofilter. The patient's estimated blood loss volume due to the suspected clogging was unknown. Additionally, there was an incident of technical failure of the multifiltratepro demonstrated by difficulty filling the heating bag during an attempt to normalize the patient in continuous venovenous hemodiafiltration (cvvhdf) mode. Due to the suspected clogging, multiple kit exchanges were attempted in accordance with therapy recommendations. Subsequently, the hypernatremia and metabolic alkalosis were reduced in severity, but not resolved (exact values of hco3- and na+ not reported). The patient continued in cvvhd mode using the emic2, a more open-porous hemofilter. Due to persistent metabolic alkalosis and potentially harmful fluctuations in serum sodium, the patient was placed on a baxter crrt machine using a baxter hemofilter (not fresenius products) five days after the initial clogging event. Following this exchange, blood serum values returned to acceptable values. It was noted the patient had hypernatremia at the initiation of the crrt treatment.

Manufacturer narrative:
Additional information: a1, b3, b5, b7, h10 correction: d4, d10, e1, g2, h6 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: in the information provided, though laboratory values presented in severe ranges, there was no indication this patient experienced an adverse event or serious injury related to the abnormal laboratory values. Additionally, medical intervention for this event included changing the hemofilter, disposables, and eventually the crrt machine, yet it was stated this was done to normalize laboratory values with no indication this exchange was to reverse any harmful effects of the suspected clogging. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Correction: a2 was updated on the previous report (not a1) the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was revealed during review of the final manufacturer incident report (mir). It was found the local fresenius medical care organization received a report stating this patient, suffering from a covid-19 viral infection, acute respiratory distress syndrome (ards) with a pneumococcal infection, developed acute kidney injury (aki) that required continuous venovenous hemodialysis (cvvhd) using the multifiltratepro and ultraflux av 1000s. The cvvhd treatment was successful for 5 days. After 5 days, severe alkalosis and hypernatremia developed with bicarbonate (hco3-) levels presenting 41.8 mmol/l and serum sodium (na+) levels of 156 meq/l respectively. There was a suspicion this event was due to clogging within the hemofilter. The patient's estimated blood loss volume due to the suspected clogging was unknown. Additionally, there was an incident of technical failure of the multifiltratepro demonstrated by difficulty filling the heating bag during an attempt to normalize the patient in continuous venovenous hemodiafiltration (cvvhdf) mode. Due to the suspected clogging, multiple kit exchanges were attempted in accordance with therapy recommendations. Subsequently, the hypernatremia and metabolic alkalosis were reduced in severity, but not resolved (exact values of hco3- and na+ not reported). The patient continued in cvvhd mode using the emic2, a more open-porous hemofilter. Due to persistent metabolic alkalosis and potentially harmful fluctuations in serum sodium, the patient was placed on a baxter crrt machine using a baxter hemofilter (not fresenius products) five days after the initial clogging event. Following this exchange, blood serum values returned to acceptable values. It was noted the patient had hypernatremia at the initiation of the crrt treatment.